Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report from a surgeon on (B)(6) 2015, that while in a spine procedure on (B)(6) 2015, the surgeon alleged an inaccuracy. No further details regarding the alleged inaccuracy, or when in the procedure it occurred, were provided. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6) 2015 a medtronic representative, following-up at the site, reported being unable to replicate the inaccuracy. The medtronic representative's test spin with the o-arm was accurate. Site has not had any further inaccuracy issues. The medtronic representative was told they were off by 10 millimeters half way thru the procedure, o-arm was used and navigation was discontinued halfway through the procedure. It is suspected that the reference frame was compromised. (B)(6) 2015 medtronic representative received information from the site that the surgeon finished the case with a portable and that it was an open case.